Event description:
It was reported that (1) device was used during a laparoscopic fundoplication. It was reported by the affiliate that the surgeon realized that the 511sd trocar obturator shield was broken and part of it had fallen into abdominal cavity. The surgeon was able to retrieve this part without converting to an open procedure. Unfortunately the trocar was thrown away after surgery; however, the broken piece was kept and will be sent back for analysis. There were two lot numbers involved now, because the staff is not 100% sure which lot the trocar came from (either lot number l4ct41 or l4ct3e).